Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the brand new sensor it was broke before insert to body. Customer's blood glucose was 180 mg/dl. The needle stay inside the serter, she removed needle from serter but she could not insert sensor. The customer was advised the we would replaced the sensor.